Event description:
The customer reported the device has shut off twice during operation. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a crack on the cable. The ground wire in plug was not attached correctly. The system was repaired and now operates as intended.